Event description:
While performing a laparscopic wedge resection of leiomyoma of stomach the device cut the tissue but failed to staple the tissue. The surgeon was required to suture the stomach closed, extending o.r. Time >1 hour. There were no reported unexpected outcomes as a result of this event.